Manufacturer narrative:
From the answer of the distributor we know that the first air release amount was5cc air, and the second was 4cc air, the air withdraw amount both time beyond the 2ml regulated in the IFU. It is suspected that the patient's hematoma found at 9:30 pm was related with the nurse's operation which did not strictly follow the IFU. And the vascband product itself did not show problems during the operation process based on the description in the email.

Event description:
An octogenarian female was sent to cv step down following a diagnostic heart cath, a vascband had been applied. According to the cv step down nurses charting the vascband was managed per hospital protocol. Documentation indicated that during the initial air withdrawal process air was reintroduced and per procedure gradually withdrawn. The vascband was documented to have been removed at 11 pm. At some point following the documented removal of the vascband a coband dressing was applied. Twenty four hours following the documented removal of the vascband dr. Was consulted along with plastic surgery to address a claw like hand with dorsal swelling of the hand, suspected compartment syndrome. The patient underwent surgery. Dr's notes indicate that a pneumatic plastic dressing was under the coband dressing. The patient was discharged and transferred to facility for physical rehabilitation. Confirmed with the rn in cv step down that removed the vascband, that it was in fact removed at 11pm as charted and not reapplied later.